Event description:
Customer stated, "husband was using it. It was sparking by the ring of rubber the product was returned for investigation. The product was originally manufactured in december of 2002. The customer did not claim any injury or seek medical attention. An investigation was done to look into the customers complaint. The investigator determined the customer had been misusing the pad by wrapping the cord around the tri-folded pad after use. This caused the area of the cord near the switch to bend and eventually break. This was the source of the sparks, the customer described. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts." The investigator also found other signs of misuse. The pad was bunched. This is observed when the pad is folded/ laid on during use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".